Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. When we inflated the internal carotid balloon with saline, we observed liquid leaking from the balloon. We observed a pinhole in the proximal end of the balloon that resulted in this malfunction. Common carotid balloon inflated and deflated properly. At this time, we could not conclusively determine the root cause of this malfunction. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Issue was detected during pre-use check. Device was not used for the procedure.

Event description:
During pre-use check, when surgeon attempted to inflate the internal carotid balloon with saline to test balloon functionality, he observed liquid leaking through the internal carotid balloon. Therefore, surgeon used a new shunt for the procedure.